Event description:
Customer reported that during a case, the angle button stopped working and the c-arm could not move laterally. No pt injury was reported.

Manufacturer narrative:
Customer reported the system was working as intended and did not need ge service.